Manufacturer narrative:
Exact date unknown, event occurred 6 months prior to the surgery.

Event description:
It was reported that the patient was having difficulty charging and keeping the ipg to charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.